Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump was not linking to the transmitter. Sensor was not connected. Customer's blood glucose was unknown. After troubleshooting, customer's mother reported the cannula was missing from the sensor. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.